Event description:
It was reported that the customer was not receiving insulin and was hospitalized due blood glucose readings of 1084 mg/dl and diabetes ketoacidosis. It was stated that the customer was on dialysis. Customer reported symptoms of nausea and dehydration prior to the hospitalization. Customer was treated with insulin drips at the hospital. Caller declined any troubleshooting. Customer's blood glucose reading at the time of the call was 109 mg/dl and the customer was still being treated at the hospital. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.